Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and electrode. Initially, it was reported that a temp delta too high error (unknown code) was displayed on the ngen monitor, when attempting to ablate on qmode plus. They switched to regular qmode and were able to perform two lesions. The error re-occurred on third lesion. The cable was replaced without resolution. When the catheter was replaced, the issue was resolved, and the procedure continued. No adverse patient consequence was reported. Additional information was received. It was reported that the generator was used under qmode and qmode plus under default settings. The generator cut off ablation appropriately, and there did not appear to be any over temperature issues. The high temperature issue was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 20-feb-2025, reddish material was found inside the pebax. Microscopic examination showed a separation between the pebax and electrode. This was assessed as MDR reportable with an awareness date of 20-feb-2025.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, temperature, impedance and patency test of the returned device were performed. Visual inspection revealed reddish material inside the pebax, and microscopic examination showed a separation between the pebax and electrode. Despite these findings, the device functioned correctly during an ablation cycle, with no temperature or impedance issues observed. The irrigation holes appeared normal, and a patency test showed no issues. A manufacturing record evaluation was performed for the finished device lot number 31430002l, and no internal action was found during the review. The high temperature reported by the customer was confirmed based on the reddish material observed. The root cause of the pebax separation is related to the manufacturing process of the device. The instructions for use (IFU) contain the following information: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of j&j medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Internal corrective actions are being implemented to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids from getting inside the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).